Event description:
It is reported that the patient faced infusion set issue with two sets on (B)(6) 2026. It was stated that the infusion set did not eject properly, got stuck in the applicator and used spring detached from outer ring of inserter prior to insertion. The patient replaced infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Initial 2 of 2 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.